Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: the body of the syringe has hairline cracks.

Manufacturer narrative:
H.6. Investigation: bd has been provided with sample for catalog 300296 lot 1905231 to investigate for this record. The reported lines were identified in these provided samples, no functionality issue was found. As a result, bd was able to verify the reported issue of hairline cracks in the syringe barrel. The reported defect was produced by improper injection in the barrel filling phase. It could occur cause if there is a particle inside the mold that produces stripes in the internal wall of the barrel. In extreme cases, that issue could produce functionality problems during the use of the syringe. Otherwise, the assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that no functionality issue affected the reported product. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd discardit¿ ii syringe w/o needle has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: the body of the syringe has hairline cracks.